Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 12. The pt's ultrafiltration reading was 318ml indicating the home pt (hp) drained 318ml more than their programmed fill volume of 1000ml. This info gives a total drain volume of 1318ml (1000ml + 318ml). Per the home pt's nurse, the pt had not reported any symptoms of overfill. The pt had been having problems with fibrin which may have caused draining problems but she could not relate these to the potential overfill. The nurse was unable to provide any further info regarding the overfill despite requests by baxter.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be multiple cycles advance to fill when slow/no flow occurred above the minimum drain volume threshold. The device will be routed to the svc area.